Manufacturer narrative:
The device was returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. Without any additional information available, a conclusive cause for the observed partial inflated balloon and stent deformation could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction medical device problem code 2923 was removed.

Event description:
Subsequent to the previously filed report, the device was expanded/deployed and is not dislodged.

Event description:
It was reported that the device was received in the returned goods lab and the entire length of the stent implant was partially expanded, stretched and bent. The stent was advancing freely proximally and distally on the balloon. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.